Event description:
It was reported that the pt was revised due to loosening of the femoral component.

Manufacturer narrative:
This bone cement is manufactured at (B)(4) and distributed through (B)(4). This report will be amended when our investigation is complete.